Manufacturer narrative:
The device and data logs were reviewed for investigation. Data logs confirm low flow and suction alarms, however, physical investigation and simulated use testing of the device found no issues. We can not definitively determine the root cause of the hemolysis reported.

Manufacturer narrative:
The impella cp was has not been received from the customer and therefore, investigation of device was not possible. Should we be successful in obtaining the device, an investigation will be completed and a supplemental MDR will be filed.

Event description:
The complainant reported an (B)(6) old white male patient presenting with cardiomyopathy. The impella cp was selected for hemodynamic support and inserted without any noted issues. During support, the patient exhibited signs of hemolysis. Intervention was taken to prematurely remove the device. A new pump was placed and the hemolysis resolved.